Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was received for evaluation. The unit returned has a kink in the lap joint. A damaged was observed in the lap joint from femoral marker to the distal end. It was unable to flush the catheter because water leaked from the hole in the lap joint. Impedance testing shows a good unit wave form. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-feb-2017. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). An opticross¿ imaging catheter was advanced for visualization of the lesion. However, during the second pullback; the image was lost. The procedure was completed with a non-bsc device. No patient complications were reported. However, device analysis revealed damage in the lap joint from femoral marker to the distal end.